Event description:
It was reported that during a breast biopsy procedure that when they went to do a stereotactic breast biopsy the green cable was seeming to act up. When the charge tech went to adjust it, there was a "spark" or electricity and the probe wouldn't really work. They got through the procedure with the holster working intermittently. There was no pt consequence.

Manufacturer narrative:
Date sent: 02/21/2008. Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found the blue and green cables were damaged causing the cables to spark. To correct the complaint the analysis site replaced the green and blue cables and the e-clip that was damaged during disassembly. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.